Event description:
It was reported that an unexpected hi-torque pilot guide wire was received and return device analysis revealed a small hole/tear in the pouch sterile barrier at the bottom of the pouch. There was no patient involvement; the device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. Evaluation summary: the device was returned for analysis. A small hole/tear in the pouch as well as the pulled seals (on both top corners which had been pulled open but not open the whole width of the seal) was confirmed via returned device analysis. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.